Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a defective gauge was noted. The 99% stenosed target lesion was located in the calcified left circumflex (lcx) artery. Poba was performed with an unspecified quantum balloon. The balloon was attached to an encore inflation unit and successfully inflated to 10 atms. The physician was attempting to inflate the balloon again; however, the inflation unit would not go above 12 atms. The handle of the encore "did not rotate properly, and it was like even if the physician attempted to rotate the handle, the needle seemed to be stuck and the needle turned back to zero". It is unk if the balloon was inflated at the time the difficulties occurred. The encore was exchanged for another of the same and the procedure was completed with the same quantum balloon. An unspecified liberte stent was implanted at an unspecified location during the procedure. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B) (4).